Event description:
The customer reported that the synchronized cardioversion timing is out of range, showing anywhere from 65 to 69 milliseconds off. This could result in an inaccurate synchronized shock which could inappropriately place a patient into a ventricular fibrillation waveform. This issue was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that after the verification of the reported issue, they have removed the device from service for use and will not be seeking repair. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.